Event description:
It was reported the device was kinked. A procedure was being performed with a double curve watchman access system. The sheath was kinked when the physician fully recaptured the closure device. The procedure was completed with another of the same device with no further issues and no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with blood in the device. There was no dilator returned. Analysis of the device consisted of visual and microscopic inspection. Inspection of the hub, sheath and tip revealed a kink 5cm proximal of the tip. There was egregious tip damage consisting of delamination on the outside of the sheath tip, and slight separation at the demarcation line. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported the device was kinked. A procedure was being performed with a double curve watchman access system. The sheath was kinked when the physician fully recaptured the closure device. The procedure was completed with another of the same device with no further issues and no patient complications.